Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg 26 mg/dl) and sugar drinks were consumed to address bg. Low bg was suspected to be due to the pump basal and carbohydrate ratio settings needing to be adjusted. The customer consulted with a healthcare provider and tandem technical support assisted the customer with adjusting the settings.